Event description:
It was reported by service report that the scale functions were not working due to the scale module cable being disconnected. No pt involvement or adverse consequences are reported.